Event description:
A bard portacath was placed in (B)(6) 2009. Correct placement was verified via both x-ray and per use of catheter. It was operational until about 1 month ago when at that time, when cath used, caused pain to pt. Eventually the cath became non-functional and required removal. When the surgeon went to remove, it was discovered that the cath had sheered, so half was able to be removed and half was not as it had migrated into the ventricle. Removal of this portion would require interventional radiology, and we do not have that service at our hosp. The pt was transferred to a different hosp and the successful removal -as an out put- occurred. Surgeon believes that either device malfunction and sheered on it's own, or that a stress fracture of the clavicle occurred causing sheering. Dose or amount: na. Frequency: na. Route: IV. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: IV access needed.